Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 5.9, lab: 3.6. Time between testing is unknown. Lot number: unknown. Customer states it is different from current discrepant. Date: (B)(6) 2012, inratio: 3.8, lab: 3.0. Time between testing is unknown. Lot number: 281264. Dosage was changed on both (B)(6) based on the inratio result.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 5.9, reference: 3.6, mean: 4.75, confidence limits: 2.6 - 6.9, result: pass; (B)(6) 2012, 3.8, 3.0, 3.4, 2.0-5.0, pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported milking patient finger in the attempt to collect sufficient sample for test. Per product user guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Investigation of the returned meter did not uncover any deficiencies and the meter continues to meet specification. Results obtained from testing retained strips on the returned meter met both accuracy and precision criteria. Improper technique was identified in the complaint. This cannot be ruled out as a cause of the unexpected results. (B)(4). Investigation details: a strip investigation was performed on lot # 281264, a single qc1h error was produced during testing with donor 216. No technique or donor specific sampling issue was identified as possible root cause for this error. (B)(4). This passes accuracy criteria. No further action is required. For each set of donor sample replicates on strip lot #281264, mean and standard deviations were calculated. All samples met the criteria for precision. (B)(4). No further action is required. Functional testing: functional testing was performed on the returned meter with passing results. Meter investigation (inspection): unit was then tested with thermometer sensing test during warming up to determine if unit's heater plate is within the standard specification (36.00-38.00 degrees celsius). Performed thermometer sensing test on both unit and thermistor. Measurements are as follows: thermistor a = 36.72 degrees celsius, thermistor b = 36.91 degrees celsius. Visual inspection revealed no contamination on heater plate.